Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, unspecified terminal device error, which was confirmed through a review of the device event history log as system error 322. System error 322 was not reproduced during evaluation. The software was upgraded to correct this issue per the approved remedial action activities.  System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an unspecified device terminal error. It was also reported there was no patient involvement.